Event description:
It was reported that the patient suffered a ventricular fibrillation arrest. It was noted that the device withheld therapy at times due to ventricular tachycardia below detection. The patient passed away.